Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author believe that any post operative complications mentioned in the article are related to an alleged deficiency of an ethicon device?

Event description:
It was reported via journal article: title: which is the safer anastomotic method for colon surgery? - ten-year results authors: makoto kosuge, ken eto, ryosuke hashizume, mitsumasa takeda, kenta tomori, kai neki, norio mitsumori and katsuhiko yanaga citation: in vivo 2017;31:683-687. Doi: 10.21873/invivo.11113 in this study, the authors retrospectively conducted a comparative analysis to report the outcome of colon resection to evaluate the safety of anastomotic techniques. They retrospectively analyzed a total of 684 cases (396 males, 288 females; mean age at operation 66.1+/-13.9 years), performed between july 2003 and june 2013 in their hospital, to study the influence of the methods of intestinal anastomosis on anastomotic complications. The patients were classified into 3 groups by the type of anastomosis as follows: hand-sewn (hs: n=93), functional end-to-end (feea: n=225) and triangulating anastomosis (tri: n=336). In tri, the circumference of the walls of the intestinal tract was divided into 3 parts and a linear stapler (ta 60-3.5 with dst series technology; medtronic, or proximate reloadable linear stapler (tx) 60; ethicon) was used 3 times to anastomose each part. In feea, proximal and distal intestines were separated using a linear stapler (dst series gia stapler, endo gia ultra universal short stapler; medtronic, and proximate linear cutter 75 or echelon flex endopath stapler 60mm, ethicon) or a knife at the division sites. In hs, an absorbable suture was used for anastomosis. Complications include: anastomotic leakage (hs: n=2, feea: n=4 [3 required reoperation]), anastomotic stricture (hs: n=1 [improved with conservative treatment]; tri: n=4 [underwent successful endoscopic balloon dilatation]), and anastomotic bleeding (feea: n=1 [conservative treatment]; tri: n=2 [underwent hemostasis by endoscopy]). In conclusion, in colon surgery, tri seems to be a safe anastomotic technique that is less likely to result in anastomotic leakage compared to hs and feea.